Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the right motor keeps stopping and starting.

Manufacturer narrative:
Additional/updated information was added to reflect the right motor/gearbox assembly being returned to the manufacturer for evaluation. The result of the evaluation was that the device operated properly during the bench test. The wires were wiggled with no failure. Therefore, the complaint was not able to be confirmed. However, the device was unable to be tested under load.

Event description:
The provider states the right motor keeps stopping and starting.